Manufacturer narrative:
H6: medical device problem code - failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. Subsequent to the previously filed report, the following information was received: it was reported that a venous closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 10f sheath hole prior to a cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The suture of one new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. No additional information was provided.